Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and was able to confirm the reported observation. The device was displaying a red screen at the time of evaluation. The fse replaced the second reflector on the first channel, after which the device operated as expected. Following this service activity, the system was verified to be fully functional. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that during the procedure, the device experienced a power reduction. The case was completed using the original device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure, the device experienced a power reduction. The case was completed using the original device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.